Event description:
In 2009: customer reports both monitors on the table and lf05 are down. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot and found there was no power to the table monitors, due to failure of the lf04 power supply. Power supply replaced. Fse tested the system per maintenance section of service manual. All operational tests passed, with the unit fully functional. Customer returned system to full service.